Event description:
Caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 35, which did not adversely impact the customer's blood glucose level. The customer had previously reported similar alarms with the same pump serial number. In response, customer technical support (cts) decided to replace the pump and informed the customer that replacements for the requested cartridge and infusion sets would be sent, although some replacements were not available due to global supply constraints. The customer was advised that a pump with updated software would be provided, and instructions for setting the pump into storage mode were also given. The customer was instructed to return the problematic pump to tandem using the provided return box and label, and to program the replacement pump with their settings, as well as connect it to their continuous glucose monitor. Cts confirmed the shipping address and no signature was required for delivery.